Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for routine device exchange. The new device was connected and leads tested fine. Upon retesting a few minutes later while the physician was sewing up, the atrial lead impedance had dropped to and p waves were no longer seen. The physician reopened the pocket and connected the atrial to pacing cables to confirm it was a lead issue. Fluoroscopy revealed lead insulation issue. There was also an acute bend in the lead and looked like an insulation issue. The lead was capped and replaced on (B)(6) 2019. Patient was stable post procedure.